Event description:
The clear zone was confirmed in 2016 and revision surgery of liner was done (B)(6) 2020. The date of the primary surgery is being confirmed. The doctor requested an investigation of the amount of wear on the liner.

Manufacturer narrative:
Updated the manufacturing date. Reported event: an event regarding wear involving a trident liner was reported. The event was confirmed via material analysis. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: yellow discoloration was observed on the liner consistent with synovial fluid absorption. Damage on the liner consistent with the explantation process was observed on the proximal and articulating surfaces. Damage consistent with burnishing and scratching was observed; these are common damage modes of uhmwpe. Dimensional inspection: dimensional inspection was not performed because the event does not relate to device dimensions. Functional inspection: functional inspection was not performed because the event does not relate to device function. Ma: the returned liner was examined the aid of a stereo microscope at magnifications up to 50x. Yellow discoloration was observed on the liner consistent with synovial fluid absorption. Damage on the liner consistent with the explantation process was observed on the proximal and articulating surfaces. Damage consistent with burnishing and scratching was observed; these are common damage modes of uhmwpe. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the returned liner was examined the aid of a stereo microscope at magnifications up to 50x. Yellow discoloration was observed on the liner consistent with synovial fluid absorption. Damage on the liner consistent with the explantation process was observed on the proximal and articulating surfaces. Damage consistent with burnishing and scratching was observed; these are common damage modes of uhmwpe. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The clear zone was confirmed in 2016 and revision surgery of liner was done (B)(6) 2020. The date of the primary surgery is being confirmed. The doctor requested an investigation of the amount of wear on the liner.